Event description:
It was reported the device was not pumping water. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a bent micro switch, damaged prongs on line cord, stripped threads on interlock block, rusty corroded heater, cracked tank cover, faulty float switch, and noisy intermittent pump assembly. It also presented with an outdated and damaged pcb (printed circuit board) and power switch. The customer stated problem was duplicated. The pump was not pumping water (it was faulty) confirming the customer complaint. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.